Event description:
A custom tmj bilateral total joint device-christensen- was implanted. Two days after surgery, had to remove 2 screws. Device was too large for jaw so a stock device was put in instead. Suffered 1 year of infection and was on oral antibiotics for a year. Suffered paralysis from surgery on both sides of face. Has severe pain and burning on right side by implant device. Unable to close right eye, must tape shut at night to avoid drying out. Now on permanent disability and is unable to work. Implant on right side was removed, 9 of 11 screws had fallen out of implant. Left side is also failing and needs to be removed. Pain is severe.